Manufacturer narrative:
Additional, changed, and/or corrected data: a4, g1.

Event description:
Patient reported right side "possible rupture", "concern with the product", and "moved and looks different." The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.7, d.6b, d.9, h.3, h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, the weight of the device within specification, fold creases, and wear abrasion. After autoclave cycle was observed: cloudy color in the gel. Based on the device analysis the final assessment is: no openings were observed on the device."

Event description:
Patient reported right side "possible rupture", "concern with the product", and "moved and looks different." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "possible rupture", "concern with the product", and "moved and looks different." Device remains implanted.